Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1604, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Additional information received on 15-nov-2015. Consumer had essure inserted in late 2009. After this she began to experience extreme daily abdominal pain, increase in menstrual bleeding not the average 3-7 days and your menstrual gets light until end. She experienced heavy bleeding for 2-3 weeks at a time soaking overnight pads within a few hours. Prior to the essure coils being placed in tubes, she had regular menstrual cycles. This was the worst experience ever. The essure coils resulted in a partial hysterectomy (B)(6) 2010 and 2 blood transfusions during this surgery. Product technical complaint (ptc) investigation result received on 15-nov-2015. Ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain and increase in menstrual bleeding (heavy bleeding for 2-3 weeks at a time) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (approximately 1 year after device placement). The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No active follow-up will be pursued (case was identified during health authority website monitoring).